Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer¿s blood glucose was unknown at the time of incident. Customer states that the insulin pump had scratches on screen which is making it hard to see and unexplained no delivery alarm. Device will not be returned for analysis.